Event description:
It was reported that the patient received inappropriate hv therapy due to oversensing. The device was explanted and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of inappropriate therapy and noise was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The inappropriate therapy was due to noise. The cause of the noise could not be determined.